Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device was still inside the attachment device and could not be removed, thus, not allowing the completion of the pretest. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that an unknown burr device got inside the attachment device. The reporter indicated that the burr device was fractured. According to the reporter, nothing fell into the patient and all of the pieces were retrieved. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Further device evaluation revealed that the stuck cutter device that was removed was just the end (3/4") of the cutter where there was no marking to identify the cutter device. It was further determined that there was a small bearing in the distal end of the attachment driver device which would seize. It was determined that when it seized, it caused the burr shaft to become extremely hot causing the shaft to shear. It was determined that the short piece of burr shaft left behind in the driver was basically fused to the bearing. The assignable root cause was determined to be due to due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.